Manufacturer narrative:
Device evaluation: one cadd ms3 pump was returned for analysis. Visual inspection performed, and product found with damaged rear housing. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional check were performed. The customer reported problem was confirmed. During investigation, the device stopped working with no alarm after it ran for an extended period of time until the battery died. According to the investigation it could be the device battery or the motor issue. Therefore, the pump motor will be replaced and the front housing to be replaced as part of the repair process. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd ms3 pump stopped working and exhibited no alarm. No adverse effects were reported.

Manufacturer narrative:
Other, other text: additional information: a1, b3, b5 and h6 ( patient code).

Event description:
Additional information was provided indicating that there was no patient injury.